Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2015. It was observed during a follow-up that the minimum residual longevity displayed on the programmer screen was 8 months. The pacing outputs programmed on the atrial and ventricular channels were 2.5v and 3.0v, respectively. As the patient is pacing-dependent, it was decided to replace the pacemaker as a precautionary measure on (B)(6) 2020. Preliminary analysis results showed that, based on available data, normal battery depletion occurred based on hrs guidelines. Expertise of the returned device did not reveal any anomaly.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2015. It was observed during a follow-up that the minimum residual longevity displayed on the programmer screen was 8 months. The pacing outputs programmed on the atrial and ventricular channels were 2.5v and 3.0v, respectively. As the patient is pacing-dependent, it was decided to replace the pacemaker as a precautionary measure on (B)(6) 2020. Preliminary analysis results showed that, based on available data, normal battery depletion occurred based on hrs guidelines. Expertise of the returned device did not reveal any anomaly.